Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-08304. It was reported ((B)(6)) the patient was unable to set the ipg in MRI mode due to high impedances on the lead. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-08304. Additional information received identified the scs system was explanted (B)(6) 2018.